Event description:
Asr revision (right); asr xl acetabular system; reason(s) for revision: alval / soft tissue reaction. Update: reason for revision, revision date received (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint (B)(4). Reason for original complaint ¿ asr revision recommended. Asr xl acetabular system (left); asr xl acetabular system (right). Update: reason for revision, revision date and additional surgeon received 14 june 2012. Reason(s) for revision: alval / soft tissue reaction. Update: received confirmation to distinguish details for each hip revised as per below, 3 july 2012. Right hip (products 4, 5, 6). Implanted (B)(6) 2007. Revised (B)(6) 2012. Left hip ( products 1, 2, 3). Implanted (B)(6) 2009. Revised (B)(6) 2011. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.